Manufacturer narrative:
Correction to d1 d2, and d3.

Manufacturer narrative:
The device was returned and evaluated. Microscopic examination found the lens cut in two pieces across the optic. Three marks/tears on the optic were observed. One haptic was broken and the missing piece was not found in the vial. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis and direction for use review were considered acceptable, with the product performing with anticipated rates. Based on the available information, the root cause could not conclusively be determined, however; user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
Reportedly, during implantation procedure of an iol, the iol haptic was broken which led to decentralization and visual disturbances. The iol was removed and replaced the following day. Additional information was requested but not received.

Event description:
Additional information was received indicating the replacement iol was of a different model.